Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy procedure, the surgeon was able to press the green button but the device was not able to fire. A new device was used to complete the case. There was no patient injury.